Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the insertion tube had coating peeling. Additionally, the connecting tube was bent, the electrical connector was corroded by water leakage, the bending tube was bent/deformed, the bending section cover was cut and was not watertight. The angle in the up direction did not meet specification due to wear of the angle wire. Insulation resistance did not meet specification due to the cut on the bending section cover. And the charged coupled device unit was damaged due to excessive handling stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported on behalf of the customer that the evis lucera bronchovideoscope had leaked from the bending area. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the insertion tube has coating peeling. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to provide additional information that was inadvertently missed (b5), and to correct e2/e3/g2. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical/ chemical stress was applied during device handling by the user. As a result, peeling occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer's reported event was found during preparation for use for an unspecified diagnostic procedure. The procedure was completed using a similar device.